Manufacturer narrative:
Qn#(B)(4). One unit of manta was returned for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and inspected. Lever of the manta was not actuated. The lumen of the manta was severely kinked. No sheath was returned. The top-level assembly traveler (lot mn2301481) was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. One unit of manta(14f) was returned for evaluation. Lever of the manta was not actuated. The lumen of the manta was severely kinked. No sheath was returned. As per the additional information received, severe resistance was observed by the user when attempting to advance the bypass tube/manta. The damage to the lumen is likely due to the user attempting to advance against resistance. The IFU states the following note: - if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A manufacturing record review was completed, and no issues were observed. A CAPA was previously opened under teleflex quality systems to address this issue. The root cause is identified as lack of production and process controls that led to a shift in button valve performance. With the corrective action, a decrease in 50% rate was noted. Further investigations will be only initiated if the occurrence rate exceeds the limit as per the CAPA.

Event description:
It was reported that: "unable to get manta device through the manta valve. Entire device was discarded and successfully used a new device." Additional information: the case was an evar. The manta was used to close the left cfa. Severe resistance was met when attempting to pass the device through the sheath. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "unable to get manta device through the manta valve. Entire device was discarded and successfully used a new device." Additional information: the case was an evar. The manta was used to close the left cfa. Severe resistance was met when attempting to pass the device through the sheath. The patient was reported as fine post the procedure."